Event description:
Same case as MFR# 2134265-2011-01899. It was reported that post a stenting treatment procedure, patient complications occurred. The 80% stenosed target lesion was located in the proximal left anterior descending (lad) artery. A 3.0x32mm taxus liberte stent delivery system (sds) was advanced and the stent was deployed at 18atms/20sec. Post procedure, the patient developed a reaction to the stent which included a high fever, a rash all over her body and vomiting. The symptoms 'resolved after a couple days' without any further medication or treatment. One month later, the patient returned to the cath lab for stenting of the right coronary artery. A 3.5x38mm taxus liberte stent delivery system (sds) was advanced to the proximal rca and the stent was deployed at 14atms/20sec. Post procedure, the patient experienced the same symptoms of high fever, rash and vomiting. The symptoms resolved and the patient¿s status is good. Per the pharmacist, the patient did not experience any symptoms when a promus stent was implanted nine months prior.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).